Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial report: as reported, during stent placement within an occluded femoral artery, a flexor raabe guiding sheath leaked. The device was flushed and advanced along an unknown wire guide into the patient, at which time the device was found to be leaking between the valve and sheath. The device was removed and another device from the same lot was use to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation. Reviews of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturer¿s instructions, quality control procedures, a visual inspection & functional test as well as dimensional verification of the returned device were conducted during the investigation. The visual inspection of the returned device revealed biomatter present throughout the device. A leak test was performed by applying a hemostat to the shaft of the sheath and introducing water int o the sidearm from a syringe. During the test the sheath leaked form the silicone disc. Additionally, a document-based investigation evaluation was performed. The evidence indicates the product was made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The complaint lot was manufactured to current specifications. Furthermore, reviews of the manufacturer¿s instructions, drawings and quality control procedures were conducted, and no gaps were discovered. A CAPA was previously completed to address this failure mode for valves manufactured at seisa, and the CAPA included a root cause investigation. The CAPA team examined the valves to test the potential causes identified. Based on the laboratory investigation, a root cause of inadequate tightening of the cap onto the valve body was identified related to leaking around the silicone disk and through the cap. A fixed span gauge that will measure the distance of the cap to the bottom of the check-flo valves was implemented as a result to ensure that the caps are adequately tightened onto the body of the valves. Based on the information provided and the examination of the returned product, investigation has concluded that a root cause for this event could not be determined. The device in question was manufactured after the CAPA implementation. However, all manufacture records indicate that this device was made to specification. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). Occupation = non-healthcare professional- quality engineer. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during stent placement within an occluded femoral artery, a flexor raabe guiding sheath leaked. The device was flushed and advanced along an unknown wire guide into the patient, at which time the device was found to be leaking between the valve and sheath. The device was removed and another device from the same lot was use to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.